Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes mixing old insulin with new insulin and performing the air removal step incorrectly. Customer was instructed not to reuse insulin, and was educated on the proper air removal process per the user guide. During system check with tandem technical support, the root cause could not be determined because customer declined to complete troubleshooting. Customer reverted to an alternate method of insulin therapy and will reportedly resume pump use at a later time. Customer's blood glucose ranged from the 100s to 312 mg/dl.